Event description:
Patient reported that couple of their teeth are misaligned and they have an overbite that could be corrected further. They also reported the aligner has sharp edge that is cutting their tongue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.